Event description:
Per information provided: (B)(6) 2008 ¿ patient was diagnosed with left inguinal hernia and left incisional hernia thereby underwent open repair with implant of composix mesh (device 1) and perfix plug (device 2). Per operative notes, ¿the hernias were identified with the peritoneum and dissected. In the left incisional hernia, the composix mesh (device 1) was placed and sutured to the fascia. In the left inguinal hernia, a perfix plug (device 2) was placed and sutured.¿ (B)(6) 2012 ¿ patient was diagnosed with left groin pain and left groin nodule thereby underwent repair (note: there is no op notes provided for this procedure) (B)(6) 2014 ¿ patient was diagnosed with nonhealing abdominal wound infection with infected mesh thereby underwent open repair with removal of composix mesh (device 1). Per operative notes, ¿a piece of mesh free floating in the cavity was identified. The composix mesh (device 1) was removed.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the perfix plug (device 2). An additional supplemental emdr was submitted to represent the composix mesh (device #1) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.